Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the device was not working and was uncomfortable as it ¿poops out sometimes¿. It was further explained and reported that the therapy was moving in the pocket and not laying flat when examined and impedance showed all combinations at >4000. Patient denied any falls or injury to the device area. Surgery has been scheduled for (B)(6) 2019. No further complications were noted or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1scbb, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a consumer and healthcare provider (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained that the device was not working and was uncomfortable, of loss of therapy, and of discomfort. The ins had twisted in the pocket. The lead had twisted and migrated. It is unknown what factors may have contributed to the issue. It is unknown what diagnostics and troubleshooting were performed. The system was replaced. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
(Ins): the returned device passed all testing in the laboratory and no anomalies were identified. (Lead): analysis found that the body of the conductors were broken due to overstress/damage, severe twisting of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1scbb, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; ubd 2022-06-20, UDI: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep/hcp: patient weight unknown and product was returned for analysis. No further complications were noted or anticipated.